Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "the bard power loc max 20g 3/4 inch needles (disc needle). We have a patient receiving continuous infusing chemotherapy via this product where the tubing for the port has had a break or a hole causing blood mixed with chemotherapy to leak out."